Manufacturer narrative:
(B)(4).

Event description:
Episodes of non-sustained right ventricular oversensing (nsvo) identified as myopotentials on remote follow-up. Device programming was performed to resolve the issue.